Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery is flat and does not recharge completely. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been reviewed by the philips complaint handling team. Philips received a complaint about the heartstart mrx, indicating that the battery is flat and does not recharge completely. There was reportedly no patient involvement. After conducting checks, it was determined that the problem was a faulty battery that needed replacement. The resolution involved replacing the battery. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The resolution involved replacing the battery. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Manufacturer narrative:
The become aware date (bad) has been adjusted from (B)(6) 2023 to (B)(6) 2023 to match the information in the updated source notes, which state a technical allegation that the battery was not charging.